Event description:
It was reported that during central processing the customer was looking at the tip of the 8mm prograsp forceps instrument. The screw is about to fall out and the head of the instrument is very loose regarding the prograsp forceps instrument. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm prograsp forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have the grip pin missing at the distal end. The grip pin was not returned with the instrument.